Event description:
It was reported the customer had air bubbles in their reservoir. The customer stated the air bubbles had been recurring for two weeks. Customer was also experiencing high blood glucose. The customer's blood glucose was 540 mg/dl. Customer treated their blood glucose with a manual injection. Customer also stated their air bubbles were champagne size. The customer declined to troubleshoot for their high blood glucose. Customer's reservoir will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.